Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had failed to advance into the catheter. The lv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. A complete lead was returned in one piece. The lead was able to be fully inserted and removed from the catheter with no restriction. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.